Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the cai was native leaflet overhang; however, positioning of the valve was as expected, and as intended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, post deployment of a sapien in a 50/50 position, there was native leaflet overhang causing 2-3+ central aortic insufficiency (cai). A second valve was placed 60:40 aortic, and the cai resolved to trace. It was reported that the native leaflets were long, but not significant enough that the team thought it would overhang. In addition, the patient¿s native leaflets and aortic root were severely calcified.